Manufacturer narrative:
B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Per the report received from brazil, edwards received notification of a pascal precision ace procedure in the mitral position. During the procedure, there was a single leaflet device attachment (slda) with the second device implanted. The patient had functional severity of regurgitation and had implanted two non-edward clip devices two months before the pascal procedure. One week after the non-edwards procedure, a significant increase in the medial jet was observed, indicating the need for reintervention. The initial strategy was considered multi-device. The procedure was challenging due to the previous implanted non-edwards clips. The first pascal device was implanted laterally (p1). The second pascal device was placed medially (p3), next to a non-edwards clip in p2 medial. After releasing the second pascal device, a release with resistance and a change in the implant's position was noticed. Seconds later, it evolved into a slda of the anterior leaflet. As this was the second implant (total of 4 in the mitral valve), there was no space measured on the echo (6.5 mm wide between the annulus and the lca) for safe placement. Therefore, the interventional team opted not to place the 5th implant and observe for possible surgery after evolution. The initial mitral regurgitation(mr) grade was severe, it was decreased to mild after the slda happened, and severe post-procedure. The patient's final outcome was stable condition but possibility of surgery is being discussed. As per medical opinion, the main root cause of the event was that when the implant was released, tension was released, resulting in a change in the implant's position (no tension is evident on the x-ray, but the bicomm image shows that the catheter was not perpendicular). The orientation due the previous implant helped with the position change.

Manufacturer narrative:
The following sections were updated/corrected/added: b2, b4, b5, b7, d6, g3, g6, h2, and h6 (component code, impact code, clinical code, type of investigation, investigation findings, and investigation conclusions). H6: type of investigation: analysis of images. H11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) intra-procedure was confirmed with empirical evidence based on information provided. Available information suggests the root cause is related to the procedure. Excessive tension during implant release, leading to a change in the implant orientation, likely contributed to the reported event. As per information provided, when the implant was released, the tension was released, resulting in a change of the implant position, and the catheter was not perpendicular. Since no edwards defect was identified, corrective or preventive actions are not required.

Event description:
New information received. On pod#7 patient underwent mitral valve replacement surgery where a leaflet tear was observed, the surgery was successful. There was discussion regarding the cause of the leaflet tear, it was thought a combination of the tension from the implant release, implant orientation and the pre-approach of the valve; this may led to tissue laceration, which rapidly progressed to slda. Patient was discharged.